Manufacturer narrative:
(B)(4). Attempts to obtain the following information has been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent please clarify, which is the complaint product and what was the issue with each: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw# 2210968-2020-03587, mw# 2210968-2020-03588.

Event description:
It was reported a patient underwent an unknown plastic surgery on (B)(6) 2020 and a reservoir was used. During the procedure, suction could not be done properly. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information have been performed and was received. Please clarify, which is the complaint product and what was the issue with each: the reservoir and 2 drains were returned from the hospital to japan under the condition that the drains were connected to the reservoir. The issue reported by the customer was that suction could not done with them during the procedure. So far, we cannot identify the reason why the reported issue occurred. Thus, currently we also cannot identify if any of the products had a problem. Even if one/some of them had a problem, we currently cannot identify which of them was the affected product. Note: events reported via mw# 2210968-2020-03588 and mw# 2210968-2020-03995.

Manufacturer narrative:
Date sent to the FDA: 09/14/2020.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/22/2020 additional information: d10, h4 h3 evaluation: product sample received for analysis. Locking mechanism of reservoir was checked to verify its condition. The sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was in good condition, in addition to, it was able to be activated and de-activated several times with no issues. Therefore, is considered this material factor does not contribute to the reported complaint defect. In accordance to instructions for use (IFU) for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered that this man factor could have affected the product integrity and its function. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports expecting that no air will go into the reservoir, then, the bag did not inflate. It means that there is no damage on the film of the reservoir. Therefore, it is considered that machine factor does not contribute to the reported complaint defect. Reservoir didn¿t present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Therefore, is considered this method factor does not contribute to the reported complaint defect. Defect reported by customer was not verified on sample received. In addition, during manufacturing process each unit is activated to confirm proper function and inspected to confirm it complies with current manufacturing instructions. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not verified and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.